Event description:
Service initiated complaint: generator 14c22411 was returned ((B)(4) 2014) as part of an exit audit, no issues reported. Servicing discovered and reported that the generator output power in medium cut mode was observed to slowly drift higher during activation to the point where the output values rose above the maximum value. No patient involvement or impact.

Manufacturer narrative:
Product event #(B)(4). Evaluation process: *performed visual inspection on unit per (B)(4). -unit has light scratches. *performed baseline functional testing per tcl-514-900008. -output power in medium cut mode (settings 6, 7, and 8 on a plasmablade 4.0) was observed to slowing drift during delivery. Specifically when delivering 60w of medium cut output power in the service department; unit would start near the top of its allowable range and then drift up the longer it was keyed. It would exceed the maximum allowable power level (rated power +20%) after about 10 seconds. When keyed again immediately, the unit would resume at a high power level. It would take about a minute of the machine being left idle (powered up but un-keyed) before the initial power would start back at the original starting power level. Debug of system revealed that optocoupler u57 on the rf amp pcba was non-functional. This prevented reliable drive of output power transformer t3 and resulted in the unusual behavior. Root cause: the system was returned without complaint. Incoming test revealed that the output power was drifting in medium cut mode. This behavior was traced to non-functional component u57 on the rf amp pcba. The DHR for the unit shows that the power was not drifting during burn-in testing when the unit was manufactured. There is sufficient objective evidence to determine the cause of failure for component u57. (B)(4).